Event description:
Info rec'd indicates the brake and brake/steer casters are not locking into brake. Brake not holding.

Manufacturer narrative:
The technician found casters were worn. He replaced the brake and brake/steer casters to repair the bed.